Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 event site full name : (B)(6) medical center.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had bad pressure regulator.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Corrected fields: b5.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had bad pressure regulator.

Manufacturer narrative:
The fse tried to adjust the helium regulator, but moving the set screw in or out had no effect. Fse ordered a new helium pressure regulator. Fse removed the old helium pressure regulator and found what appeared to be sand all in the regulator, then discovered this sand like substance was all throughout the reservoir and other parts. So fse gave customer a quote to replace the affected parts. After waiting for word from the biomed to see if the hospital wants to repair this unit or retire it since the repair is in excess of $14k. But customer has decided to retire the unit. Unit is not cleared for use and is being retired by the customer.

Event description:
It was reported that while performing the annual maintenance by getinge field service engineer (fse) the cs300 intra-aortic balloon pump (iabp) had bad pressure regulator.